Event description:
User facility mandatory medwatch received that stated: "the pt had 500ml IV fluid with 10meq kcl infusing at 60cc/hr. The pt coded. K level at 30 min into the code was greater than 11. Possible over-infusion." Upon further query, the customer contact reported an adverse event while the device was in use. The customer contact reported that the pt was receiving 5% dextrose and 0.225% sodium chloride with 10meq of potassium chloride at an unspecified rate. At 0330, the delivery was stopped due to the pt's IV site was infiltrated. At 1015, the delivery was restarted on the primary line of the pump at a rate of 60ml/hr. At 1035, the delivery was stopped on the primary line and the secondary line of the pump was programmed to deliver an unspecified volume bolus dose of 0.9% sodium chloride at a rate of 75ml/hr and the delivery was started. At approx 1240, the pt "coded." The device was reportedly powered off at this time. The customer contact reported that at 1310, the pt's potassium level was greater than 11meq/dl. The pt subsequently expired; however, the customer contact reported that they "do not think it was an overinfusion." The device was removed from clinical service. During testing at the user facility, the device passed testing. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The pump history was downloaded and printed at the mfg facility. The pump history indicated that the pump continued to be in use after the reported event time. All data from the reported event time of 1015 was overwritten by the newer info. This report represents all the info known by the reporter upon query by hospira personnel.